Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the knife wire coating was torn and the broken part was burnt and melted. It was confirmed, there were no problems with the length of the knife wire and wire coating, and there were no other defects found. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the knife wire broke and sparked when energized on the single use 3-lumen sphincterotome v during an endoscopic sphincterotomy (est). The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken knife wire could not be determined. The cutting wire may have been broken due to the device not having protruded enough from the endoscope until the rear end of the cutting wire was in the field of view, which may have caused the cutting wire and the endoscope to be close to each other and led to an electrical discharge between the cutting wire and the distal end of the endoscope. The electrical discharge may have caused the cutting wire to become hot instantly, resulting in the breakage of the cutting wire. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.